Event description:
International customer reported that a patient underwent placement of a vascular stent. The patient developed vascular bleeding and a hematoma the following day. The patient's condition continued to deteriorate, accordingly, the patient was subsequently returned to surgery. The operating surgeon observed an insufficient anastomosis because the suture broke. The anastomosis was repaired and the patient is reported as "well."

Manufacturer narrative:
Date sent to the FDA: 11/05/2008. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.